Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd facscanto ii cytometer 4/2 system ivd reported erroneous results. The following information was provided by the initial reporter: "the cd45 population measured in one of the samples was extending upwards on ssc. Sample was run after rbc-lysed samples, but no rbcs were present in the sample itself (and thus no lysis was performed). I inquired with the customer and they informed me that they didn¿t trust the results and therefore retested after performing the necessary cleaning steps. As such there was no impact on the patient."

Manufacturer narrative:
H.6. Investigation summary ¿ scope of issue: the scope of issue is only limited to part # 338960 and serial (B)(4). ¿ problem statement: customer reported complaint on instrument 338960 (bd facscanto ii cytometer 4/2) where the cd45 population extended upward. ¿ manufacturing defect trend: there was no qn found related to this complaint. The date range is from 30mar2019 to date 30mar2020. ¿ complaint trend: this is the only complaint (1511062). Date range from 30mar2019 to date 30mar2020. ¿ manufacturing device history record (DHR) review: review of DHR part #338960 serial (B)(4). Was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of complaint trend, defect trend, DHR, root cause and risk analysis, the reported complaint could not be confirmed. After analyzing the erroneous data, collecting information from wo-01417426 and consulting with a flow cytometry instructor on why the cd45 population extended upward on the sample data, we can conclude that it was due to residual debris in the instrument. Because of the sticky characteristics of protein, residual debris may be left behind in the sit or the flow cell if not cleaned or properly prepped. Daily cleaning is recommended on the bd facscanto ii, yet with samples that contain red blood cell components, hemoglobin, cellular fragments, viability dyes, and other present proteins, cleaning throughout the day, or as needed is also recommended. This is referenced in the IFU (instructions for use) 23-20269-00 rev.01, under unscheduled maintenance on page 159, and in troubleshooting on page 209. According to the technical support representative, the erroneous result sample was for informational use only and no results were used for patient diagnosis. In addition, per safety alignment task #1524615, the customer performed the retest and staining procedure the next day from the left over sample. After the extensive cleaning procedure, the re-stained sample was acquired, and the results were as expected. No injury or harm was done. In addition, a pm (preventive maintenance) service was performed after the reported complaint on 02apr2020, wo-01421446, and no issues were found. ¿ service max review: review of related work order #: wo-01417426. This is a remote assistance work order. The technical support representative provided extensive cleaning procedure. Install date: 11sep2015 defective part number: no parts were replaced. Wo-01417426 additional notes: tech support sent the extensive cleaning procedure for flow cell and sit. Customer was not able to access the lab so procedure will have to be tested afterwards. Lockdown procedures still in effect for (covid-19). The customer has replied the following when asked about patient impact: "the facs assay on this in-process sample is for information only." (Clinical research, not diagnostic or therapeutic purposes) "the impact is considered low. The retest and staining procedure was performed next day from the left over sample. After the extensive cleaning procedure, the re-stained sample was acquired, and the results were as expected." ¿ returned sample evaluation: the returned samples were not requested because there were no parts to be replaced. The pictures provided by the customer were reviewed and analyzed by a tas (technical application specialist) help determine the root cause. (Refer to investigation result/analysis) ¿ risk analysis: a review of risk management file 100264a, rev 06 - risk analysis facscanto 10-color (canto plus) was conducted. The risk management file 100264a identifies the hazard ¿erroneous results¿; however, the file will be revised to include additional mitigations documented in the investigation result/analysis. Eco# 500000177219 was initiated to make this change. ¿ root cause: based on the investigation results the root cause of the erroneous results was due to residual debris in the instrument which can be resolved by conducting a proper and thorough cleaning. ¿ conclusion: based on the investigation results the cause was due to residual debris in the instrument causing the erroneous results. After performing an extensive cleaning on the instrument, instructed by technical support, the customer was able to obtain the correct results. The safety risk is low as the sample was for informational use only and no results were used for patient diagnosis. There was no harm or injury done. ¿ supporting document: n/a.

Event description:
It was reported that bd facscanto ii cytometer 4/2 system ivd reported erroneous results. The following information was provided by the initial reporter: "the cd45 population measured in one of the samples was extending upwards on ssc. Sample was run after rbc-lysed samples, but no rbcs were present in the sample itself (and thus no lysis was performed). I inquired with the customer and they informed me that they didn¿t trust the results and therefore retested after performing the necessary cleaning steps. As such there was no impact on the patient."